Event description:
No additional information received. Material# unknown, batch# 3304829. It was reported by customer that most of our needles are finding difficulty administering the drug. It seems to be manufactured closed shut. Verbatim: rcc received a complaint via email. Email(s) attached. 305106 needle, hypo 30gx1/2" (100/bx) bd 2.0000 bx. Update: please advise on a credit / replacement for the user concern: lot #: 3304829. ''Unfortunately, most of our needles are finding difficulty administering the drug. It seems to be manufactured closed shut.'

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3304829. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Material #: unknown. Batch #: 3304829. It was reported by customer that most of our needles are finding difficulty administering the drug. It seems to be manufactured closed shut. Verbatim: rcc received a complaint via email. 305106, needle, hypo 30gx1/2" (100/bx) bd, 2.0000 bx. Update: please advise on a credit/replacement for the user concern: lot #: 3304829. 'Unfortunately, most of our needles are finding difficulty administering the drug. It seems to be manufactured closed shut.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.